Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient called in regarding drain complications and an air detected in the cassette alarm while in dill 2 of 4. The treatment was cancelled. The pd patient noted when they removed the cassette after the treatment they noticed it had ruptured and caused it to have a fluid leak. During follow up the pd nurse stated the patient did not have any signs of infection and their effluent remained clear. Per the clinic¿s procedure the patient was prescribed 1 gm of vancomycin prophylactically. The pd nurse stated cultures were performed on the patient and the result was negative. No adverse event reported at this time. The cassette was discarded.